Event description:
It was reported that a remote transmission was received due to a lead integrity alert (lia) for right ventricular (rv) lead pacing impedance out of range. The rv lead had dislodged. The rv lead had low decreasing impedance and high thresholds. The rv lead was revised, repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.